Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/12/2020. Additional h-3 summary: a suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pabdbrr0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mini plastic abdominal procedure on (B)(6) 2019 and suture was used. During the procedure, at the first passing of the needle in the skin (without forced), the needle got broken at about 3 mm. Another like device was used. There were no adverse patient consequences. No additional information was provided.